Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was explanted, the right atrial (ra) lead was capped, and the right ventricular (rv) lead and left ventricular (lv) lead were partially removed due to an infection. No further patient complications have been reported as a result of this event.